Event description:
Reported observation: patient developed chronic canaliculitis after insertion of an oasis medical form fit hydrogel canalicular plug.

Manufacturer narrative:
Reported event: patient developed chronic canaliculitis. Product reference: 6303. Product lot number: not reported. Product inserted on: not reported. Date of complication: not reported. Reported to oasis medical, inc. On (B)(6) 2013. Discussion: the initial reporter was contacted to request case specific information. Oasis was advised that the office was too busy to provide the requested information. The device was not returned for evaluation. No conclusion can be drawn as to the direct cause of the reported adverse event.